Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the patient required an MRI. There are no plans to reimplant the patient with a new device as of the date of this report.